Event description:
It was reported that during a laparoscopic gastroplasty, the device was not stapling and started to damage the tissue. Due to the injury, it was necessary to perform resection in a little portion of the intestine.